Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a cardiac perforation.

Event description:
It was reported that the patient presented to the emergency room with chest pain and a moderate-sized pericardial effusion was found. A pericardiocentesis was performed to drain the effusion. Device interrogation showed changes in atrial and ventricular lead parameters requiring revision. The right atrial (ra) lead was revised and remains in use. The right ventricular (rv) lead had dislodged, was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.